Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder, air/water channel, and auxiliary water channel could not be identified. However, it¿s likely the cause is related to improper reprocessing due to leakage occurring from the sw1 and plug unit. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In addition to the finding in b5, the device evaluation also found the following: due to a cut on switch 1, water tightness was lost; the flexibility adjustment ring had a scratch; the grip had a scratch; the air/water cylinder had no color; and the scope cylinder had no color. Right/left knob had a scratch; up/down knob had a scratch; switch box had a scratch; due to a crack on plug unit, water tightness was lost; scope connector cover unit had a scratch; scope connector case unit had a scratch; due to burn on plastic distal end cove, insulation resistance value at distal end did not meet the standard value; due to damage on nozzle, water removal ability did not meet the standard value; objective lens had a scratch. The light guide lens had a crack; the connecting tube had a snag; and the universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope was leaking. The device was returned for evaluation. During the device evaluation, foreign materials were found in the air/water tube, the air/water cylinder, and the jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.